Event description:
It was reported that the patient developed a middle ear infection that did not respond to treatment. Reportedly, the surgeon decided to explant the patient's device before infection spread to the cochlea. The patient's device was explanted in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.